Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the noise resulted in pacing inhibition.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated procedure to resolve the event and the patient was in stable condition.